Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted to the mid lad. Pt was asymptomatic at 30 day f/u. Pt had cardiac status of stable angina at six month f/u. Approx 6.5 months post index procedure, revascularization of the mid lad was performed, due to in-stent restenosis. One other brand stent was implanted to treat target lesion during revascularization procedure. Investigator states that the event was related to study stent. At one year f/u, the pt has stable angina. Approx 14 months post index procedure, the pt had CABG surgery of the left main, proximal lad, 2nd diagonal branch and proximal lcx. Investigator indicated that the event was not related to the study stent. Following a lengthy recovery, pt was discharged for convalescence. A non-sudden, cardiac death was reported to have occurred approx 15 months following index procedure. Death was not associated with an mi, and there was no evidence of stent thrombosis. Cause of death was reported to be due to heart failure and ischemic heart disease. Autopsy report is not available. Investigator indicated that the event was not related to the study stent.

Manufacturer narrative:
Eval results: (death).